Event description:
The user facility reported that during a therapeutic transurethral bladder procedure, the patient's bladder was said to have hemorrhaged. The users reportedly attempted to stop the bleeding with the subject device without success. Two different working elements, wa20066a and wa20067a were said to have been used, with similar results. The procedure was reported to have been aborted, and was rescheduled. The current condition of the patient is unknown. There has been no other significant additional information provided to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus representative had reported that the device was discarded following the procedure. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution. This device is one of the four devices used at the time of the reported event. Reference MFR numbers: 9610773-2008-00032, 9610773-2008-00033 and 9610773-2008-00035 for other devices which were said to be associated with this report.